Event description:
It was reported per the eqr report: pump was on pt. Symptom - error #8, no communication. The pump gave this error a few hours after therapy began. Actions: the fiberoptix sensor (fos) board and front end board (feb) have been replaced. When we checked the pump, it did work correctly, zeroing correctly. We tried to replace the fos and we got the error #8 resumed. Add'l info received on 12/18/09, from the service engineer stated, the customer called with a complaint regarding the fos on the iabp. When the field service rep (fsr) arrived at the hosp, the pt was still connected to the iabp. A red "x" was observed over the fos icon on the display and an alarm of system error 8. Since the pt was still connected to the pump, it could not be serviced at that time. The fsr returned to the hosp to service the pump when it was no longer in use. The fos printed circuit board (pcb) was replaced but the problem continued. The feb pcb was replaced, after which the problem resolved. The fos passed functional testing.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.